Event description:
Device issue: dislodged stent. Time of device issue: prior to procedure. Adverse event: none. It was reported that the stent implant was not mounted on the balloon and this was noted during preparation of the device. Therefore, there was no pt involvement with the product. Despite a search of the cath lab, back table, and the packaging, the stent implant was never found. The pt was successfully treated with another stent. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted only the stent, protective sheath, and stylet were returned. The stent delivery system (sds) was not returned. The stent was returned partially inside the protective sheath. There were mangled struts in the proximal end of the stent between rows four and seven. There was no damage noted to the protective sheath or stylet. The distal stent outer diameters were measured and met mfg criteria. The proximal and middle stent outer diameters were oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required spec, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inner diameter of the protective sheath was measured and met mfg criteria. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for missing or dislodged stents for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.